Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient encountered an elective replacement indicator (eri). The patient stated that they thought the device was supposed to last for ten years. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the primary cause of the premature elective replacement indicator was the high impedance level needed for comfort. The patient¿s monitor (patient programmer) still reflects elective replacement indicator even after lowering his levels. It was noted that the life was about finished. The remedy was noted to be to replace the system with a better system before total failure. There were no further complications reported or anticipated.